Event description:
The customer contact reported, the pt rec'd less IV solution than intended. The pt was receiving an unspecified saline solution. After an unspecified length of time in use, the "floating valve guiding the exit of the burette did not float" and the "fluid in the burette inadvertently stopped from moving to pt." The tubing set was replaced and the therapy was resumed . There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the int'l list number in the "other" field. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained.